Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venous closure of the right common femoral vein using a prostyle device after an electrophysiology procedure using an 8f sheath. Reportedly, there was no suture with plunger pull back. Another prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿suture was stuck in the device when the prostyle device was pulled out¿ was confirmed based on the returned device condition. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6: medical device problem code 1142 removed, 2616/suture added.

Event description:
It was reported that this was a venous closure of the right common femoral vein using a prostyle device after an electrophysiology procedure using an 8f sheath. Reportedly, there was no suture with plunger pull back. Another prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the previously filed report, the following information was received: reportedly, when the prostyle device was pulled out, the suture was stuck in the device. No additional information was provided.